Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The mother reported that the patient's insertion site became red, enlarged, irritated, and scarred the day after removing the pod. He was taken to an immediate care center and diagnosed with an infection. The infection was drained and he was given antibiotics to be taken for 10 days. The pod was worn for a full three days.